Event description:
The customer reported that the system locked up. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The dicom configurations and system connections were evaluated and verified during the service call. The system was tested and found to be working as intended and put back into service.